Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported leak was able to be confirmed. The reported difficulty to position was able to be confirmed. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the xience alpine everolimus eluting coronary stent system electronic instructions for use states: while introducing the delivery system into the vessel, do not induce negative pressure on the delivery system. This may cause dislodgement of the stent from the balloon. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the concentric, mildly calcified, mildly tortuous, 90% stenosed, right coronary artery (rca) after pre-dilatation the 2.25 x 18 mm xience alpine stent delivery system (sds) was advanced with resistance in the guide catheter but reached the target lesion. When negative pressure was applied to the xience alpine sds to aspirate air, blood return was noted. The device was removed from the patient without being inflated. A 2.25 x 23 mm xience alpine sds was used to complete the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.